Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra operative implant breakage. Operation date: (B)(6) 2014. Operation delay about 30 minutes. Patient lost more blood than usual. Broken implant was replaced by a new one.